Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and increasing loss of motion. It was also noted that patient had loosening at tibial component. Loosening interface was implant to cement. Cement manufacture is from depuy.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Complaint description: patient was revised to address pain and increasing loss of motion. It was also noted that patient had loosening at tibial component. Loosening interface was implant to cement. Cement manufacture is from depuy. / / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found two additional reports against the provided smartset fhv gentamicin 40g product code 545035500, lot number 7995404 combination. A device history record (DHR) review per (B)(4) found one unrelated non-conformance on this batch. Micro and sterility tests passed. A worldwide complaint database search found one additional report against the provided smartset fhv gentamicin 40g product code 545035500, lot number 7997130 combination. A device history record (DHR) review per (B)(4) found no non-conformances on this batch. Final micro and sterility tests passed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. (B)(4) has been undertaken to investigate attune post-operative loosening further. The analyses and investigations eventually led to a new product development project, which will enhance fixation and make the product more robust to surgical technique per (B)(4) / / investigation summary: patient was revised to address pain and increasing loss of motion. It was also noted that patient had loosening at tibial component. Loosening interface was implant to cement. Cement manufacture is from depuy. Doi: (B)(6) 2015; dor: (B)(6) 2017; right knee. No device associated with this report was received for examination. A worldwide complaint database search found two additional reports against the provided smartset fhv gentamicin 40g product code 545035500, lot number 7995404 combination. A device history record (DHR) review per (B)(4) found one unrelated non-conformance on this batch. Micro and sterility tests passed. A worldwide complaint database search found one additional report against the provided smartset fhv gentamicin 40g product code 545035500, lot number 7997130 combination. A device history record (DHR) review per (B)(4) found no non-conformances on this batch. Final micro and sterility tests passed. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4) has been undertaken to investigate attune post-operative loosening further.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added:a2,d11,h6(patient codes),h6 patient code: no code available (3191) used to capture the medical device removal and surgical intervention. Corrected:a1,b4,h6(patient code;joint range of motion to medical device site joint impairment). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.